Manufacturer narrative:
Based on the received information, it seems that the reported lack of hearing was caused by a post-operative migration of the active electrode array out of the cochlea. A full insertion was achieved at the initial implantation. A surgery to re-insert the electrode was successfully performed. The concerned device remains implanted and in use. This is a final report.

Event description:
Reportedly, a decrease in hearing performance using the device has been observed over time. It was decided to proceed with the revision surgery without further testing by med-el. A revision surgery to reinsert the electrode completely took place on (B)(6) 2020. The device has not been exchanged.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
A decrease in performance and 3 extracochlear electrodes were observed.